Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that during a follow up device check the patient's right ventricular (rv) lead had high thresholds of 2 volts at .4 ms and high impedance of 1696 ohms, which had increased from 1243 ohms at the patient's (B)(6) 2014 interrogation. It was noted that the doctor would be notified. The rv lead remains in use. No patient complications have been reported as a result of this event.